Event description:
It was reported the patient had a sudden loss of stimulation and therapeutic effect. X-rays and impedance testing was done. The ex tension was found to have a break/fracture at the neck location and high impedances were measured. The issue was resolved when the extension was replaced. The manufacturing representative had not heard from the healthcare professional programming the patient so they thought everything was alright since the replacement.

Manufacturer narrative:
Concomitant medical products product ID: 7482002102, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. (B)(4).